Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 389s-40, lot# va0szg2, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0szg2, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A consumer reported they had a problem as a result of the deep brain stimulation (dbs) therapy. The patient's catheter was pulled out while they were sedated. At times, the patient used a bag and they were going to be having surgery to take care of the problem. The patient's indication for use is parkinsonian tremor and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a health care provider (hcp) reported the patient did not recall reporting any issues to the manufacturer. The patient had no urinary issues with respect to the urinary catheter and the patient had pulled the catheter out post operation.